Manufacturer narrative:
Follow-up #1 date of submission 01/27/2017-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2017 with the following findings: evaluation revealed that the basal program 1 was programmed with 7 basal segments equaling a daily insulin delivery total of 24.750 u/day. The total daily dose confirmed the pump was delivering the programmed basal rate of 24.75 u before and after the reported date of death of (B)(6) 2016. The last bolus delivered before the date of death was recorded on (B)(6) 2016 at 06:42 for 2.65 units. The pump black box history indicated the pump emitted a "low battery warning" on (B)(6) 2016 at 00:59. Battery warning was not confirmed by the user and the pump subsequently emitted and "replace battery alarm on (B)(6) 2016 at 19:18. The black box indicates that after the replace battery alarm the pump was powered back on and basal deliveries were resumed, but the user accepted the default time and date setting of (B)(6)2007. The black box shows no evidence of basal interruptions or partial deliveries prior to the replace battery alarm. Other than the aforementioned battery alerts, the black box shows no evidence of any pump alarms or warning messages. A crack was found in the battery compartment from the threads to the case seal. The returned battery cap is able to tighten securely. No power loss or rebooting was verified in history or duplicated. It is unknown how long the pump was powered off or what actual calendar date the pump was powered back on. Once powered on, insulin delivery was resumed and continued until the pump was manually suspended on a date setting of (B)(6) 2016. Investigation found no insulin delivery defects . Pump insulin delivery accuracy was found to be within required specifications and basal delivery was executed for a minimum of 24 hours with no warnings or alarms occurring. The returned cartridge failed for low force (see (B)(4)) however, there is no evidence in the black box that the low force cartridge caused any loss of prime events. It is not known if the returned cartridge was in use at the time of the reported event, and the cartridge lot and expiration date is unknown. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2017.